Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain/ chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((hysterectomy full)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Migration. (Implant state: (B)(6)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events: abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pregnancy: birth no complication, migration were added. Removal details added. Pregnancy outcome added. Plaintiffs information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium with one in the fundus') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, back injury, knee operation, uterine fibroids, fibroids and abortion. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: myometrium with one in the fundus"), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complication") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication/ pregnancy (termination)"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery ((hysterectomy full)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, mental disorder and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Migration (implant state: (B)(6)). It was reported that trailing coils right-3. Trailing coils left:-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Lot number: 623215, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, imdrf/FDA codes were updated. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium with one in the fundus'), pregnancy with contraceptive device ('pregnancy: birth - no complication/ pregnancy (termination)') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, parity 2, back injury, knee operation, uterine fibroids, fibroids and abortion. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: myometrium with one in the fundus"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery ((hysterectomy full)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Migration (implant state: ca). It was reported that trailing coils right-3. Trailing coils left:-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-sep-2019: reporters and patient demographics were added. Added lot number. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2008). Added events abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Added onset date of events menorrhagia, pelvic pain, dysmenorrhoea. Updated reported event term pregnancy: birth - no complication/ pregnancy (termination) (previously reported as pregnancy: birth - no complication). Pregnancy outcome updated. Event migration updated to migration of essure device location of device: myometrium with one in the fundus. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium with one in the fundus') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included multigravida, parity 2, back injury, knee operation, uterine fibroids, fibroids and abortion. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: myometrium with one in the fundus"), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraine"), mental disorder ("psych injury") and post procedural complication ("post removal complication") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication/ pregnancy (termination)"). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery ((hysterectomy full)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, mental disorder and post procedural complication outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Migration (implant state: ca). It was reported that trailing coils right-3. Trailing coils left:-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-sep-2009: the essure device was successfully occluded. Lot number: 623215, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events post procedural complication, psychological disorder and migraine, outcome of event, rcc and reference updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium with one in the fundus'), pregnancy with contraceptive device ('pregnancy: birth - no complication/ pregnancy (termination)') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, back injury, knee operation, uterine fibroids, fibroids and abortion. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic pain/ chronic/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: myometrium with one in the fundus"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with drospirenone + ethinylestradiol (yaz) and surgery ((hysterectomy full)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2008 received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Migration (implant state: ca). It was reported that trailing coils right-3. Trailing coils left:-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Lot number: 623215. Manufacturing date: 2009-03. Expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.